Event description:
The customer reported that they went to use the device on a pt, and the device did not power up via battery power. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported that they went to use the device on a pt, and the device did not power up via battery power. No adverse pt impact was reported. The unit and 2 batteries were evaluated at philips, but no trouble was found with the batteries or the device. The event summary was reviewed, and shows that the device was used in a previous event the day before, and had been left on for 10 hours, which drained the battery. We are considering this a user misunderstanding regarding battery use and not a malfunction of the device.